Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead damaged during left ventricular assist device (lvad) procedure. Also, patient has had recovered of atrioventricular conduction but with persistent reduction in rv sensing amplitude, increased rv capture threshold and increased rv lead impedance suggesting possible interaction with the left ventricular cannula suture site. Additional information indicated that rv lead appears threshold had been high post lvad but not certain that was due to lead issue or to placement of lvad. Also, it did not appear to be noise on lead other than what might be from lvad and was not being oversensed. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead damaged during left ventricular assist device procedure. Also, patient has had recovered of atrioventricular conduction but with persistent reduction in rv sensing amplitude, increased rv capture threshold and increased rv lead impedance suggesting possible interaction with the left ventricular cannula suture site. A new lead was implanted. No additional adverse patient effects were reported.